Event description:
It was reported that the patient developed pericarditis within 24 hours post implant. A micro-perforation was suspected so the right ventricular and right atrial leads were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the low voltage distal end electrode was covered with blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.